Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the field service representative (fsr) that the touch screen stopped working while on a patient. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "touchscreen not working correctly" is confirmed. During the complaint investigation, the touch pad (sources and more) did not correctly respond to presses (direct to lock/unlock screen); however, the issue was resolved after screen recalibration. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the field service representative (fsr) that the touch screen stopped working while on a patient. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.